Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The severely calcified lesion was located in an unknown vessel. A 3.5x24mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is listed as 'good.' Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)